Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crack where the reservoir screws in but it was not holding the reservoir and also the insulin pump shoots out insulin when priming. Customer¿s blood glucose level was unknown. Customer also reported that insulin pump periodically rejects batteries, big crack across the screen, can still read screen but the crack was getting progressively worse and had some no delivery alarms. Customer declined for the helpline. Customer declined to speak with helpline. The device will not be returned for analysis.